Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter in two pieces. The device was bloody, and the balloon was tightly folded. Analysis of the tip, balloon, inner/outer shaft and hypotube included microscopic and visual inspection. Inspection revealed a complete separation in the hypotube located 78.3cm from the tip of the device with a hypotube kink located 74cm from the tip. The fracture faces of the separation were ovalized, consistent with being kinked prior to separation. Inspection of the rest of the device found no other damage or defect.

Event description:
Reportable based on device analysis completed on 16jul2020 it was reported that shaft kink occurred. The 90% stenosed, 9mm x 3.5mm, target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.5mm x 8mm quantum maverick balloon catheter was advanced for dilatation. However, during procedure, the delivery shaft was kinked. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed shaft detach.